Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient experienced a recurrent peritonitis event 33 days after initial peritonitis and was hospitalized. The cause of the event was unknown. Treatment for the peritonitis was not reported. It was reported that dianeal therapy was ongoing. The patient was discharged from the hospital five days after recurrence of peritonitis and is recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896597. There were no issues detected during the manufacturing process. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with oral augmentin (250mg, twice a day for 10 days). Eight days after hospitalization, the patient was discharged from the hospital and was not recovered from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.